Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision to take place on (B)(6) 2012; unknown hip; reason for revision unknown; update from (B)(6)'s email (B)(6) 2012: products added, reason for revision, primary surgery date altered. Reason for revision: pain. Update - added hip, type of replacement and surgery date taken from (B)(6) dated (B)(6) 2014. Left, asr xl. Update 14 jun 2017: additional information received from (B)(6), as per review of the new information there is no update to the com.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 20281 reason for original complaint ¿ asr revision to take place on (B)(6) 2012 unknown hip reason for revision unknown update from (B)(6) email 3rd july 2012: products added, reason for revision, primary surgery date altered reason for revision: pain update - added hip, type of replacement and surgery date taken from claimsuite dated 7th fen 2014 left asr xl update 14 jun 2017: additional information received from (B)(6), as per review of the new information there is no update to the com. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA (B)(4). **addendum added 05 jul 2017** the complaint was reopened as additional information received from (B)(6), as per review of the new information there is no update to the com. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.